Manufacturer narrative:
(B)(4) combined initial/final report. Device manufacturing records confirm that all material and dimensional specifications were met for the meniscal bearing component. The meniscal bearing on a uniglide unicondylar knee prosthesis was revised after less than 1 year due to dislocation. Both the femoral and tibial components were left in situ. X-rays, patient notes and associated device info have not been provided to corin. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Uniglide meniscal bearing revised from a size 4, 4mm to a size 4, 6mm due to dislocation.